Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter - the article was written by omar k. Alnachoukati, keith berend, mike kolczun, roger emerson, adolf lombardi, david mauerhan, and john barrington. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 12 states, "inadequate range of motion due to improper selection or positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 20 states, "persistent pain." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addresing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a left partial knee arthroplasty. Patient follow-up results provided at one year post-implantation indicates the patient experienced pain, limited mobility, difficulty using stairs and the patient underwent a revision procedure due to tibial loosening. All products were removed and replaced with total knee implants.